Event description:
The lay user/patient's daughter contacted lifescan in 2008 and alleged that the patient's one touch ultra meter was reading inaccurately high. The medical affairs specialist was unable to reach the reporter or the patient after several attempts via phone. A letter was sent to the address provided. The alleged issue had first occurred on a week earlier in the late evening. The patient experienced sweats and confusion after the reported issue began. She had obtained a result of 87 mg/dl on the subject meter (the result was verified in the meter's memory). However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, the reporter was unable/unwilling to answer if the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The patient/reporter did not have control solution and therefore, a quality control check could not be performed. This complaint is being reported because the reporter alleged that the patient experienced symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.